Event description:
It was reported that non-sustained rv oversensing on the merlin.net were observed due to myopotential oversensing. Testing for myopotentials by coughing/ deep breathing and programming changes were suggested. The patient presented to the clinic where testing and programming changes were made. A dft testing was not performed. Patient condition was good.